Event description:
It was reported that t:slim x2 pump battery did not charge despite use of working outlets, tandem charging cable, tandem wall adapter, and alternate charging equipment, which led to pump shutdown and inability to turn pump back on and customer¿s blood glucose level reading as high. Customer gave correction injection using multiple daily injections to address high blood glucose level and did not require emergency assistance. Technical support instructed customer on proper usb insertion to prevent further damage, confirmed use of multiple daily injections as backup insulin therapy, provided instructions for storage mode and return of problematic pump, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.